Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button had to be pressed at a certain angle in order to elicit a response. The patient confirmed that there was no trauma to the pump and no damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump does not power on. Visual inspection revealed that the cartridge compartment is cracked, and there is moisture in the display lens. Leak testing revealed a case seal leak. The complaint regarding the button responsiveness could not be investigated due to inability to power on the pump. The keypad was removed and there was evidence of contamination found around all button contacts. Evaluation revealed internal moisture damage to the pcb, force sensor housing, and the surrounding circuitry.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.